Manufacturer narrative:
No further information is available on the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the distributor indicating that a red scalpel holder was found with holes in the pouch. The item was not in use and no injury/death was reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Aspen surgical performed a follow-up with the customer. The actual device was determined to not be available for evaluation however a sample from an additional lot number was provided. Additionally, a manufacturing lot number and photographic evidence was provided for review. Analysis result of the finished good lot number 135936 confirmed that no non-conformance's were noted in the DHR. A photo was provided of the complaint along with a sample from lot 135386 for the same product. The package was examined and a scratch was found on the tyvek side of the product. Dye pen testing was performed to determine if the defect compromised the sterility of the package and it passed. The returned sample was discovered to have no breach to the sterility. The scratch in the package can be caused during transit. Production supervisors were notified of the defect and aspen surgical will continue to monitor these complaints. Based on this information, no sterile breach was detected and no further action is required.

Event description:
Aspen surgical received a report from the distributor indicating that a red scalpel holder was found with holes in the pouch. The item was not in use and no injury/death was reported. This report was filed in our complaint handling system as complaint (B)(4).